Manufacturer narrative:
(B)(4). The customer reported an inability to acquire all leads of a 12 lead ECG. There was no negative pt impact. A philips field service engineer evaluated the device. The reported symptom was confirmed. Contamination was noted on the ECG connector. The ECG socket and connector were cleaned to resolve the issue. The device passed all testing and remains at the customer site for use. Contamination in the ECG connector caused the reported symptom.

Event description:
The customer reported an inability to acquire all leads of a 12 lead ECG. There was no negative pt impact.